Event description:
The pt stated the neurostimulator wasn't working, and there were broken leads in the body. He complained of occasional shocking sensation from the neurostimulator. He believed the device was not working due to loose set screws. He believed that the problem had been present for two years and the device had been dead. He was informed by the physician that scar tissue around the leads might be an issue. The pt also had a drug delivery system implanted, but he preferred the spinal cord stimulation. The company rep evaluated the device and was not able to find any anomalies. Impedance measurements were normal. The pt reported that the device seemed to turn on and off, so the feature that allows the use of a magnet to turn the device on and off was disabled. With the device turned off, the pt reported surging or fading sensation, feeling the stimulation moving throughout his body-eye lids, legs, arms and groin. The pt believed someone had his frequency and had hacked into his system; he believed his implanted devices were being "tampered" with by unauthorized personnel. The device was replaced. The pt was informed that there was fluid in the connections. The day after the replacement he reported that the symptoms did not improve after the device replacement. Eleven days after replacement the pt reported he "didn't have problems with old device but hasn't got the right stimulation since getting the new device." See MFR report # 3004209178200806159.

Manufacturer narrative:
This report is being filed following an internal audit.